Event description:
It was reported that there was extracardiac stimulation. The lead was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient experienced a slight increase in diaphragmatic stimulation from the left ventricular (lv) lead. Output was reduced and the lead remains in use. The patient is a participant in the product surveillance registry clinical study.